Event description:
Information was received from the surgeon that per the surgery notes, the patients high impedance was resolved with lead pin re-insertion after the patient was taken to surgery. It was reported that the generator was taken out of the pocket and the electrode pin was taken out, cleaned, and replaced and the impedances were within normal limits after this. There were no devices explanted or replaced. No additional relevant information has been received to date.

Event description:
It was identified during a period review of the programming history database that a patient's device had high impedance. A second diagnostic test was performed on the same day and showed normal impedance, and subsequent diagnostics showed normal impedance as well. No diagnostic data was available from any date prior to the date of this high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.